Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 325 mg/dl at the time of the incident. The customer's blood glucose was 104 mg/dl at the time of call. The customer stated that they treated her high blood glucose with the insulin pump. The customer's father also reported that they experienced vomiting. The customer's father stated that they were wearing the insulin pump during the hospitalization. The time of the hospitalization was 7:15pm and the date of the hospitalization was (B)(6) 2015. The customer's father stated that there were air bubbles and tubing was bent. The customer's father performed high pressure test and received a no delivery alarm. The customer's father was advised to change entire set, reservoir, insulin and treat per health care professional's instructions. The insulin pump will not be returned for analysis.